Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time. Customer declined to troubleshoot with tandem technical support on the issue; therefore, no additional information was known or reported. There was no adverse impact to the customer's blood glucose level.